Manufacturer narrative:
(B)(4). The device history review for the product dermahook 1/2 hook 10 pkg/bx 6 hks/pkg, lot #73j1600588 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The dermahook elastic broke when being used as a retractor in surgery. The break added 5 minutes to the procedure time. The patient's condition was reported as fine.